Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that brief sensor issue occurred. On (B)(6) 2026, the patient reported visiting the emergency room (ER) due to a temporary interruption in cgm functionality, during which no glucose values were displayed. The patient was also using an omnipod insulin pump at the time of the event. The patient was unable to provide additional details regarding symptoms, treatments received, or duration of the ER visit, as they were in a hurry during the initial report. Attempts to follow up with the patient to obtain further information were unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.